Manufacturer narrative:
The edwards sapien xt transcatheter heart valve is indicated for use in pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit with a clinical indication for intervention and pulmonary regurgitation >= moderate and/or mean rvot gradient >= 35 mmhg. Per the instructions for use (IFU), device embolization and valve deployment in unintended location are potential adverse event associated with transcatheter valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the landing zone. Valve-size mismatch, difficulty with catheter manipulation, suboptimal implant location, rvot hypermobility and incomplete frame expansion among others, can contribute to valve migration. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. The device is not available for evaluation as it remains implanted in the patient. In this case, per the report, the valve not being fully expanded caused it to migrate to the rvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the valve used in the case. Please reference related manufacturer report no: 2015691-2018-03721. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), prior to implant of a 29mm sapien xt valve in the pulmonic position, a 28mm stent was placed in the pulmonary trunk. Crossing the stent with the delivery system and valve was a challenge and too much torque was applied on the delivery system to cross the stent in the pulmonary valve. When the inflation sequence was started, there was a resistance felt. The balloon was partially inflated, but full inflation volume could not be achieved within the 20 second time period. It was decided to deflate the balloon. However, the deflation of the balloon was also problematic and took too long to deflate. When the balloon was partially deflated, the valve migrated to the right ventricular outflow track (rvot) and was not stable. A second valve was used to stabilize the partially expanded valve and reduce the pvl. At the time of the report the patient was stable and per the latest report was doing well. As per medical opinion, the perceived root cause for the inflation/deflation difficulty was the patient¿s anatomy.